Event description:
Fox hollow plaque excision device broke during an out of the body cleaning of the device. When the trigger was advanced forward, it broke off and was no longer operational. There was no harm done to the patient and a new device was used successfully.